Event description:
It was reported that during a shoulder arthroscopy procedure, when the doctor was doing the hole with the spade drill to place the 2.9mm anchor, the hole was too big and the anchor was not fixed in the bone. It was necessary to use the 2.3mm drill to finish the surgery. No delay was reported. No damage caused, patient's health condition is stable.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the provided photos were reviewed and appear to show the device packaging and an anchor attached to the instrument. However, the photos do not provide insight into how the reported event occurred. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported is not anticipated as it was communicated that the procedure was completed using a 2.3mm drill bit without a procedural delay or damaged caused. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.